Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "system error 320. Hook switches do not agree," which was reproduced while running a loaded set. System error 320 was confirmed through a review of the event history log. This was caused by a failed upper latch switch. The upper auxiliary was replaced to correct this condition.

Event description:
It was reported that a spectrum pump had the symptom "system error 320. Hook switches do not agree." Any patient involvement, injury or medical intervention is unknown.